Event description:
It was reported that during a remote data review, the physician observed extremely low r-wave amplitude signals and potential interference on the electrocardiogram (egm) from this cardiac resynchronization therapy defibrillator (crt-d). Boston scientific technical services (ts) was contacted and discussed that the observed artifacts were characteristic of myopotential noise from the diaphragm. While the provided egm did not show evidence of over-sensing, ts suspected that this noise was being inappropriately sensed from time to time, due to a large number in the high-rate counters and how sensitive the device was programmed as a result of the low amplitude measurements. It was discussed that this could be caused by patient condition (increased dilation due to heart failure) and may vary depending on postural and/or breathing changes. Nevertheless, ts suggested evaluating the patient in-clinic to determine if the noise was reproducible via coughing, straining, and deep sighing, as well as performing a standard lead evaluation and x-ray imaging. At this time, this crt-d remains implanted and in-service. No adverse patient effects were reported.